Manufacturer narrative:
The customer reported an elevated sodium result generated by the architect c4000 analyzer. The system log review indicated that the br2 control was outside of the defined range. Troubleshooting consisted of recalibration of the sodium assay. The qc for the sodium calibration verification was within acceptable range and all the previous out of range high sodium results were retested and generated normal results. Customer complaint data was reviewed and no adverse trends were identified. The architect c4000 system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.

Event description:
The customer stated that patient sample (B)(6) generated initial architect sodium results of 164 and 162 mmol/l. The sample was repeated and a result of 142 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.